Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a real intelligence cori assisted tka surgery, a real intelligence robotic drill stopped working while tibial cutting. The procedure was resumed, after a non-significant delay, with a manual procedure. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Additional information: d9, d10, h3, h6, h11. H11: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Testing found that the drill was unable to load a bur since the carriage could not hold position. Disassembly found that the motor slip shaft had fractured along the pin slot and was blocking carriage movement. The most likely cause of the reported issue was due to the fractured slip shaft for the drill motor. Based on the reported issue, it infers that the fracture happened during cutting of the tibia. This appears to have been a result of wear over time weakening the epoxy bond on the pin threads and allowing it to back out. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).